Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. (B)(4). The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's assistant reported that the pt developed acute heart failure symptoms indicative of a thrombus and the pump was exchanged emergently. The MFR also received a user facility report from the (B)(6) registry which stated "pt admitted with dark urine, ldh 10500, pf hgb 52, alt 4312, ast 9115, creatinine 2.7, inr 12. Pt stated that he has had dark tea colored urine for 2 weeks prior to admission. Suspect pump thrombosis/pump failure."